Event description:
I bought a CPAP machine for my sleep apnea from (B)(4). They were recommended by my doctor. Since (B)(6), the machine has been defective as the water storage component does no work properly and causes air leakage and pressure changes. This has been occurring since (B)(6), 2023. I have called at least 10 times and am told that some specialist will call, but there is no follow up and resolution. This has been impacting my sleep quality, which increases my overall risk as I have hypertension. I have requested that either the problem be fixed or machine replaced, but hampton homecare has not done neither and nobody returns my calls.